Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 50mm acetabular cup. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device was discarded.

Event description:
Although the 50mm adm cup was implanted with the coupler, it was not able to be removed from the cup and the cup came off . The acetabular was reamed 2mm more and 52mm cup was implanted. It was implanted with no problem.

Event description:
Although the 50mm adm cup was implanted with the coupler, it was not able to be removed from the cup and the cup came off . The acetabular was reamed 2mm more and 52mm cup was implanted. It was implanted with no problem.

Manufacturer narrative:
An event regarding a disassembly issue involving an adm expandable coupler (investigation pr# (B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.